Event description:
The rptr stated that the stopcock plug came out of the body. No pt injury or treatment was associated with this event. This issue was reported to medex medical facility in foreign country.